Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set "fell apart" after it was attached to the patient's intravenous (IV) tubing. It was further reported that the threaded portion of the luer disconnected and the male luer and tubing could not be screwed back onto the patient's IV. This issue occurred during blood transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation contaminated with blood. During visual inspection the tubing was observed separated from the male luer. Due to the nature of the returned sample, no further testing could be performed.the reported condition was verified. The cause of the event was due incorrect solvent application due to the automated process on tail end equipment as the solvent was not uniformly applied to the circumference of the tubing. Preventative actions, such as a vision system, have been set in place for incorrect solvent application. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.